Event description:
It was reported that ???/hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen on (B)(6) 2022. The patient¿s friend noticed that the patient was having symptoms of low bg including dizziness. The cgm was showing no readings and they did not have a glucometer, so the friend called for an ambulance. The paramedics checked the patient¿s bg, but she did not recall what the reading was. The paramedics gave her glucose and her bg returned to normal. She did not go to the hospital and she was feeling normal at the time of the report later the same day. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.